Event description:
During baxter's functionality testing of a spectrum pump, it displayed the upstream occlusion message. There was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found out of spec with respect to the reported false upstream occlusion alarms, which were experienced during baxter's functionality testing. The false messages were found to be caused by low ultrasonic readings with a fluid filled set. The upstream sensor was replaced.